Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the device did not fire properly formed clips. The clips did not close all the way (clip enclosed). The device misfired four times. The case was finished with another clip applier. There was no consequence to the pt.